Manufacturer narrative:
(B)(4): the patient underwent mesh implantation procedure to treat pelvic organ prolapse and bladder prolapse. It was reported that after implantation patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, vaginal scarring, organ perforation and urinary problems. It was reported that patient underwent cystoscopies on (B)(6) 2006 due to exposure and organ perforation exacerbated by bladder stones and on (B)(6) 2006 due to bladder stones adhering to bladder wall with exposed sling mesh underneath. It was reported the patient experienced calculi attached to left lateral wall of bladder with exposed mesh on (B)(6) 2007 she underwent cysto cystolithopexy and fulguration bladder. It was reported the patient underwent cystolithopexy, cytoscopy and laser lithotripsy of bladder stone on (B)(6) 2012 due to bladder stone that formed in bladder suspension. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 5/5/2016.

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior colporrhaphy and enterocele repair.

Event description:
It was reported that the patient concurrently underwent posterior colporrhaphy and enterocele repair.